Manufacturer narrative:
The request for patient characteristics was made but the information was not available. Copies of the patient rhythm data were requested but were not available. No further details of the incident were reported. It was confirmed that the users believe the device behavior impacted the patient outcome but the clinical source name was not reported. The field service engineer reported that the issue was not confirmed and there was no trouble found with the device. The device passed all testing. No parts were replaced and the device is back in customer use. Philips cannot rule out a malfunction of the device at the time it was reported.

Event description:
It was reported to philips that the device failed during use with a patient that died. The customer reported that the incident occurred in the "uti" on (B)(6) 2018 at 2:00 am when the equipment did not deliver shock.